Event description:
At completion of interventional procedure, perclose device failed and became partially dislodged in the patient¿s body. Pressure was held on the groin by dr or was called and patient was brought up under general anesthesia with anesthesia personnel for surgery to remove foreign body.